Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant, the physician had difficulty placing the lead and when the lead was removed noticed that the helix had extended without using the rotation tool. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.